Manufacturer narrative:
A partial connector portion of the lead measuring 8.0 cm was returned for analysis. Insulation degradation was noted at 5.1 cm from the connector pin. All other damage found was sustained during surgical procedure. The portion of the lead returned was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.